Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been serviced by baxter prior to this event. No exceptions occurred during the manufacturing of this device. (B)(4).

Manufacturer narrative:
The condition of failure to audibly alarm with a constant 550:320:654:0000 failure code was confirmed through evaluation. The condition is due to a faulty main speaker. The main speaker was replaced to correct this condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Event description:
During service evaluation of a colleague infusion pump, a failure to audibly alarm occurred with a constant 550:320:654:0000 failure code. There was no report of patient involvement, injury, or medical intervention necessary. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.